Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by user facility; therefore, it is not available for evaluation. Two of the same devices with different lot numbers were used in the procedure; however, despite attempts to obtain clarification, it is not known which lot number applies to the device related to the reported event. Therefore, the lot history records, for both lots were reviewed with special attention to the manufacturing and inspection of this product and the products were found to have met all specifications prior to shipment. This report addresses the difficulty encountered with the 7x150mm stent. This event is associated with the same patient reported under manufacturer report no 9681442-2010-00109 which involves the 6x150mm stent. The event investigation is currently underway.

Event description:
It was reported that the procedure included treatment of a cto lesion extending from the popliteal artery to the proximal sfa. The lesion was canalized and pre-dilated. The physician initiated the deployment of a 6x150 mm stent in the popliteal artery using the thumbwheel. The first few mm of the stent deployed but the thumbwheel jammed and the deployment could not be completed. The slide mechanism was then used, but it appeared to be jammed also. The physician then forced the deployment using both hands on the slide mechanism. The stent was fully deployed but the stent fractured. There was proper blood flow in the vessel and the physician continued with the procedure. Another stent was successfully deployed in the mid sfa. The same deployment issue and stent fracture was encountered when deploying a third stent (7x150mm) in the proximal sfa. To complete the treatment, another stent was successfully deployed. Reportedly, one month post stent implant, the patient presented with a cold foot. Imaging identified vessel re-occlusion. Thrombolysis was performed, a stent graft was deployed and the occlusion was successfully treated.